Manufacturer narrative:
Date of event is estimated. . Literature attachment: long-term outcomes of isolated mechanical vs. Bioprosthetic mitral valve replacement in different age groups of propensity-matched patients summarized patient outcomes/complications of long-term outcomes of isolated mechanical vs. Bioprosthetic mitral valve replacement in different age groups of propensity-matched patients were reported in a research article in a subject population with multiple co-morbidities including prior myocardial infarction, congestive heart failure, active endocarditis, hypertension, pulmonary hypertension, coronary artery disease, dyslipidemia, arrhythmia, prior intra-aortic balloon pump procedure, peripheral vascular disease, chronic obstructive pulmonary disease, pre-op ventilation/intubation, stroke, transient ischemic attack, chronic/acute renal failure, dialysis, diabetes, gastrointestinal bleeding, malignant disease, smoking history, drug abuse history, percutaneous coronary intervention, prior open heart surgery.. Some of the complications reported were surgical intervention (pacemaker, reintervention), unexpected medical intervention (prolonged ventilation, dialysis), cardiac tamponade, hemorrhage, cardiac arrest, atrial fibrillation, heart block, arrhythmia, stroke, renal failure, gastrointestinal bleed these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "long-term outcomes of isolated mechanical vs. Bioprosthetic mitral valve replacement in different age groups of propensity-matched patients", was reviewed. The article presented a retrospective, multicenter study to compare long-term outcomes of isolated mechanical versus bioprosthetic mitral valves in different age groups of propensity-matched populations. Devices included in the study were medtronic porcine, edwards bovine, st. Jude medical porcine, st. Jude medical mechanical, on-x mechanical, and carbomedics mechanical valves. The article concluded that in patients requiring isolated mitral valve replacement (mvr), mechanical valves confer significantly better long-term survival and freedom from reintervention for patients <65 years, while no benefit is observed at age 65-75 years compared to bioprosthetic valves. [The primary and corresponding author was jian ye, division of cardiac surgery, university of british columbia, st. Paul's hospital, vancouver, british columbia, canada, with corresponding email: jye@providencehealth.bc.ca]. The time frame of the study was january 2000 to december 2017. A total of 794 patients were included in the study, of which 36.3% received an abbott device. For the group less than 65 years old, the average age was 52.1 years, and, for the group aged 65-75 years, the average age was 69.0 years. For both groups, the majority gender was female. Comorbidities included prior myocardial infarction, congestive heart failure, active endocarditis, hypertension, pulmonary hypertension, coronary artery disease, dyslipidemia, arrhythmia, prior intra-aortic balloon pump procedure, peripheral vascular disease, chronic obstructive pulmonary disease, pre-op ventilation/intubation, stroke, transient ischemic attack, chronic/acute renal failure, dialysis, diabetes, gastrointestinal bleeding, malignant disease, smoking history, drug abuse history, percutaneous coronary intervention, prior open heart surgery.